Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified left anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, upon second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.